Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error m-02. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Additional information is being gathered to determine the contribution of the erbe to the customer reported issue. A follow-up MDR will be submitted, if additional information is obtained. The probable root cause is likely due to error m-02: module timeout on the erbe. However, it can't be confirmed until the erbe has been retuned.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the user informed the technical support engineer (tse) that there was an issue with the integrated electrosurgical unit (iesu) or erbe generator, where neither the bipolar nor monopolar functions were working, and the neutral pad icon was red. An error code m-02 was present. The user had already replaced energy cords and restarted the erbe, but the issue persisted. Tse guided the user to test a new neutral pad on a staff member's arm, but the icon remained red. The user did not have the interconnection cable for the external force triad generator but agreed to use the external pedals for the force triad as an alternative. The procedure continued using the force triad generator, and the energy delivery was verified to be working as intended. No known impact or patient consequence was reported. A procedure delay was reported.